Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
02/19/2018 10:26:24 sandra j mcdonald (smcdonal) lvp bezel post recall 2017 james (ray) harling 864-560-7867 james.harling@ge.com 02/26/2018 09:16:22 thong trang (ttrang) estimate mjr waiting for approval. 03/12/2018 09:52:45 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per thong trang, service tech. Repair approved by ray harling at james.harling@ge.com for $365. New po# is 1122529-bill. Npi 03/12/2018 12:51:24 thong trang (ttrang) missed tat mjr 03/13/2018 10:02:44 arjie ancheta (aranchet) 1z9791540271137597 05/31/2019 10:47:13 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.